Manufacturer narrative:
Additional information: section h manufacturer narrative & imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported issue was confirmed during field service engineer (fse) testing and subsequently validated in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that replaced 6 drawer pyxibus cable on main medstation as an exposed wire was causing a spark. During dchu visual inspection p/n 120547 01: was received with thermal damage and exposed copper strands due to worn insulation. During dchu testing p/n 120547 01: no further test was required due to thermal damage and exposed copper strands observed in the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint that es drawer not detected on bus was due to the damaged assy cbl pyxibus 6 drawer (p/n 120547 01) which had signs of exposed copper strands which lead to the observed thermal damage which compromised the drawers functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer 4 was not detected on bus. As per part investigation, it was determined that damaged assy cbl pyxibus 6 drawers with exposed copper strands causing thermal damage. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer was not detected on the bus. A field service engineer (fse) replaced the drawer 6 pyxibus cable as the wire was exposed and caused a spark. Fse also realigned the bearings cage on slide rails and installed new slide bumpers for drawer 5 to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer 4 was not detected on bus. However, there were no delays or adverse events or injuries reported based on this event.